Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report 5 clock monitor frequency error alarms, that the batteries were draining quickly, and the absence of the no delivery alarm. The customer also stated that the tubing had a collapsed part. The customer's blood glucose level was 530 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
No unexpected alarms, occlusion anomalies, icon type anomalies, prime/fill anomalies, battery type anomalies or restart anomalies noted. The no delivery alarm feature functioned properly. The pump passed the off no power, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specification. However, the pump was received with constant unexpected restart alarms during battery changes due to a faulty component on the interface board. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.